Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
While providing additional information for an intra-op instrument breakage, the territory sales manager confirmed that the issue occurred during a revision of stryker implants. This pi is for the revision.